Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test results range is 98 to 104mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 302mg/dl and 265mg/dl. Verified storage of test strips is within instructed spec since they are kept in his bedroom. Test strip lot MFR's expiration date is 12/31/2015 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:202mg/dl, (B)(6) 2015, 06:31pm; 2: 258mg/dl, (B)(6) 2015, 05:26pm; 3: 248mg/dl, (B)(6) 2015, 06:28pm; 4: 213mg/dl, (B)(6) 2015, 08:45pm; 5: 271mg/dl, (B)(6) 2015, 02:49pm; adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 98 to 104mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 302mg/dl and 265mg/dl. Verified storage of test strips is within instructed specification since they are kept in his bedroom. Test strip lot manufacturer's expiration date is 12/31/2015 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:202mg/dl (B)(6) 2015 06:31pm. 2:258mg/dl (B)(6) 2015 05:26pm. 3:248mg/dl (B)(6) 2015 06:28pm. 4:213mg/dl (B)(6) 2015 08:45pm. 5:271mg/dl (B)(6) 2015 02:49pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.